Event description:
The pt was placed on this ventilator approximately 5 to 7 minutes, when the medical staff noticed the pt was becoming cyanotic, with the oxygen saturation monitor reading below 60%. The ventilator was inoperative, all panels were blank, no alarm either audible or visual had activated. The pt was manually hand bag ventilated and placed on another ventilator.

Manufacturer narrative:
Electric design modification and implementation has been completed to improve the product. All records to date indicate the two events were the result of foreign objects causing an internal short. Studies are under way to determine if a field retrofit is indicated.